Event description:
The customer reported the system will not save cine runs. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. The system operates as intended.